Event description:
The MFR rep reported that at the first pump refill post implant the expected reservoir volume was 5cc; the actual reservoir volume was 17cc. A catheter dye study was attempted but was unsuccessful because the hcp was unable to inject dye into the catheter. No pt symptoms were reported at that time. Add'l info rec'd from the hcp indicates the drug used in the pump is lioresal (no concentration or dose reported). The dates of onset of symptoms was in 2007 and the pt was admitted. The pt's symptoms were increasing spasticity, diaphoresis, tachycardia, and severe flexor spasms at an ashworth score of 5. Plain film x-rays showed questionable kinks. Side port access was attempted, unable to withdraw fluid. The catheter was surgically revised and the pt recovered without sequela. See MFR # 2182207200700479.